Event description:
It was reported that an alert was displayed for this implantable pacemaker operating in safety mode. The alert details were forwarded to this patient's clinic. The local area sales representative was contacted for the outcome of the reported clinical observations. Information was obtained that the patient's cardiologist retired and it is unknown if the patient is followed by another physician. The patient refused to attend review and requested evidence to confirm a device issue. A copy of the latitude report was sent to the patient. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.